Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation based on the information provided by the endoscopic support specialist (ess). Updated fields: h2, h3, h4, h6, h11. The device was not returned to olympus for inspection but the reported failure was confirmed by endoscopic support specialist (ess). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced black residue on the inside of the channel. This issue occurred during reprocessing. There were no reports of patient involvement.